Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510k#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: since the mux board has been replaced, the customer complains of an increase number of positive candida krusei.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6) ) had a "false positive¿. Customer reported that they had increasing false positive results after mux replacement on mvp assay. Field service was dispatched. Field service replaced pump #3. Instrument was returned to the customer functional. Review of device history record for instrument serial number, cm0023 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2012, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument cm0023 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: since the mux board has been replaced, the customer complains of an increase number of positive candida krusei.